Manufacturer narrative:
Physio-control advised the customer that their device is no longer under warranty and not field serviceable.  Physio recommended that the device be permanently removed from service and that a replacement unit be obtained.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Manufacturer narrative:
(B)(4).  Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer reported to physio-control that the voice prompts on their device were unclear and "garbled".  In this condition, the device user may not be able to use the device on a patient if they were unable to understand the voice prompts.  There was no report of any patient use associated with the reported issue.